Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported when the patient presented to the laboratory for an unrelated complaint, the lead was found to have been dislodged and wrapped around with the atrial lead. The ventricular lead was explanted and replaced when it could not be maintained with a small wire. The patient tolerated the procedure well.